Event description:
It was reported that the physician was unable to place the left ventricular (lv) lead in the target vessel during a device upgrade p procedure. A different model lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).